Event description:
It was reported that a user contacted support to disconnect the ilet pump for a shower, noted a blood glucose of 256 mg/dl during the call, and reported no alarms, visible occlusions, or delivery stoppages; the infusion set in use was expired, and the user elected to remove it and replace it after the shower. Troubleshooting and education were completed by customer care regarding pump disconnection and infusion set management, and the user planned to replace the expired set after the shower. Investigation of this case revealed no device malfunction or delivery interruption, and an expired infusion set remained a plausible contributor to elevated glucose. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.